Event description:
On (B)(6) 2021, the patient called lifescan (lfs) us alleging that the screen on their onetouch ultra 2 was too dark. The complaint was classified based on the customer care agent (cca) documentation. The patient stated that the alleged issue occurred on (B)(6) 2021. The patient claimed that the screen of the subject device was too dark to read anything. They stated that they began ¿shaking¿ and became ¿nervous¿. The patient normally manages their diabetes with oral medication, januvia, 50mg once at night. They did not make any changes to their diabetes management routine, nor did they seek any treatment. During troubleshooting, the patient stated that the serial number was too small to read. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. A device history record review could not be performed as the meter serial number was unavailable. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.